Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that blood sprayed on the nurse's face after needle retraction button was pressed with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported blood sprayed on the nurse's face after needle retraction button was pressed.

Manufacturer narrative:
The initial reporter also notified the FDA on 27 february, 2020. Medwatch uf? Importer report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood sprayed on the nurse's face after needle retraction button was pressed with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported blood sprayed on the nurse's face after needle retraction button was pressed.